Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer report was not replicated or confirmed. The device was put through extensive testing which included full functionality testing without duplicating any device malfunction. The device was recertified and returned to the customer. No trend is associated with reports of this type. The log was cleared prior to the device being returned.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to charge to set energy. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction